Event description:
It was reported that during use of the sheath/sideport hemostasis valve assembly, blood was noted coming from the insertion site. The cause of the bleeding was a disconnect of the sheath from the sideport. The sheath was reconnected to the sideport and the pt was given 3 units of blood. There were no add'l pt complications.